Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump alarmed power error detected after replacing the battery in a timely manner. Customer also noted that internal power source in the pump is unable to charge and notification light did not immediately stop flashing. The customer¿s blood glucose level was 200mg/dl at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised to monitor the pump and call back if issue persists. The insulin pump will not be returned for analysis